Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared.. Additionally, it was reported that a cartridge change error occurred during the load sequence and the customer successfully reloaded the cartridge to resolve the issue and resume insulin delivery on the pump. Customer¿s blood glucose level was 360 mg/dl.